Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found gel on the sample probe. The part was replaced, resolving the issue. An instrument service history review revealed no additional service tickets associated with discrepant or erratic patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the sample probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the sample probe was identified.

Event description:
The customer reported falsely decreased alinity c calcium result generated by the alinity c processing module for a patient. The result was released out of the lab. The same sample was repeated, and higher results were obtained. The following data was provided: customer¿s reference range: 8.4 to 10.2 mg/dl. Sid (B)(6): initial result = 4.25 mg/dl; repeat result = 8.06, 8.5 mg/dl there was no impact to patient management reported.

Event description:
The customer reported falsely decreased alinity c calcium result generated by the alinity c processing module for a patient. The result was released out of the lab. The same sample was repeated, and higher results were obtained. The following data was provided: customer¿s reference range: 8.4 to 10.2 mg/dl. Sid (B)(6): initial result = 4.25 mg/dl; repeat result = 8.06, 8.5 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.